Event description:
Event description boston scientific received information that during a follow up visit on december 8, 2006 this pacemaker revealed one year remaining longevity, magnet rate of 90bpm, and a gas gauge close to eri. The device was implanted in october, 2005 and was included in the insignia microcrystal failure mode 2 field advisory. A memory download was performed on december 18, 2006. At that time the magnet rate was at 100bpm and device function was normal. The device was removed, replaced, and returned for analysis.